Event description:
A falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample from an advia chemistry xpt instrument. The falsely elevated result was reported to the physician(s) who questioned the result. The patient sample was repeated the next day on an alternate advia chemistry xpt instrument, recovering lower. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that discordant results were obtained on an advia chemistry xpt instrument. The patient data provided was reviewed and an elevated concentrated carbon dioxide (co2_c) result was observed. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the 7mm cylinders on the reagent probe 1 and reagent probe 2. The sample pump seals and lamps were replaced, and the saline lines were decontaminated. Then the cse inspected the instrument and found the vacuum tank for the dryer nozzles to be full. The tubing was disconnected from the check valve and the tank was emptied. Drain valves viev1/2 and vdev1/2 were flushed, and the manifold was flowing freely. The reaction tray wash unit (wud) and the dilution tray wash unit (dwud) were flushed, and the reaction tray wash unit drain valve (cdev1) valve was found to be blocked. The valve was replaced. The dilution probe aspiration pump (dip) and dilution probe discharge pump (dop) seals and fittings were replaced. The dilution tray (dtt) cuvettes were replaced, the instrument was primed, and a system wash was performed. The cse ran quality controls (qc), which recovered acceptably. The cause of the discordant, falsely elevated carbon dioxide result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00142 was filed for the discordant result obtained on (B)(6) 2022.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00141 on 12-may-2022. Additional information (29-apr-2022): a customer service engineer (cse) was dispatched to the customer's site. The cse checked the instrument pump seals, probe alignments, and vacuum front and back. The cse also drained the vacuum tank and replaced the dilution probe aspiration pump (dip) and seals on the dilution probe discharge pump (dop). When the dop was removed, the connector from the dilution probe valve 1 (dpev1) to the dop cylinder was found to be loose. Therefore, the cse replaced the connector and the dilution tray (dtt) cuvettes. The instrument was primed, and a system wash was performed. The customer ran quality controls, which recovered acceptably. Subsequently, a siemens specialist ran a precision study for magnesium and carryover studies for alkaline phosphatase (alp_2) and total bilirubin (tbili_2). The carryover studies passed, and the magnesium precision study recovered unacceptably. Contamination settings and process orders were verified as correct. Additionally, a siemens specialist observed residual coloration on the reagent probe plastic guard (rpt1) and cleaned it. In subsequent visits, the cse replaced the sample dilution probe (dpp) mechanism, tubing going through the sample probe (spp) mechanism, dryer nozzles on reaction tray wash unit (wud) and the dilution tray wash unit (dwud), fittings, pump seals for the vertical pumps, reagent pumps 1 and 2, detergent valve, reaction tray wash unit drain valve 2 (cdev2), drain pump (cdp), and waste tubing. The cse also perform a system decontamination, a system performance maintenance, and saline line decontamination. The cse determined that when magnesium was run alone, the precision recovered as expected. Supplemental MDR 2432235-2022-00142_s1 was filed for the same event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00141 on 12-may-2022 and supplemental MDR 2432235-2022-00141_s1 on 27-may-2022. Additional information (26-may-2022): a customer service engineer (cse) was dispatched to the customer's site. The cse checked the probe alignments up and down on the reaction tray (rrv) and the dilution tray (dtt), the dispense and aspirate on the dilution tray wash unit (dwud) and reaction tray wash unit (wud) nozzles, and the mixer bottom positions. The cse also drained vacuum tank for the dyer nozzles and replaced rrv cuvettes, horizontal pump seals, and the reaction tray wash unit drain valve 3 (cdev3). Next, the wash station lines were back flushed. The cse ran calibrations and quality controls (qc) and the customer monitored qc for 10 days which recovered acceptably. Siemens further investigated the issue and determined that after the cse performed service actions no further issues were observed. The cause of the falsely elevated carbon dioxide result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 2432235-2022-00142_s2 was filed for the same event.